Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: sharp broken with stress marks near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as surgical impact, and a missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9; h.3; h.6.